Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. Product evaluation: the lens remains implanted. Iol product history records were reviewed and documentation indicated the product met release criteria. The indicated cartridge is qualified for this lens model/diopter. A non-qualified handpiece and viscoelastic were indicated. Root cause: the root cause for the reported foreign material could not be determined. The lens and foreign material were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The provided video was reviewed. A strip of material was observed on the posterior surface, which appeared to be in correlation to the observed edge damage. The edge damage appeared to have been caused by a plunger override. Based on the review of the provided video, the observed material may have been internal coating material from the cartridge. A non-qualified handpiece/viscoelastic combination was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in this lot. (B)(4).

Event description:
A physician reported that a foreign material was found to be adhered to the backside of the intraocular lens (iol) after implanting; this was noted in three cases. The foreign material was able to be removed by aspirating with the irrigation and aspiration. The surgery was completed and the lenses remain implanted. Additional information received; the surgeon additionally suspects the cartridge as contributory. There are multiple reports for this event, this represents the iol for patient (B)(6) and additional reports will be filed.